Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 524-564 mg/dl with high ketones. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer gave a manual injection to address bg. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. It was further reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge.